Event description:
The pump was returned for investigation. Investigation revealed evaluation revealed a dislodged display screen and dislodged force sensor pins. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the pump was unable to detect the cartridge and emitted a "no cartridge detected" warning. Evaluation revealed a dislodged display screen and dislodged force sensor pins. Unrelated to this malfunction, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.